Event description:
Related manufacturer reference number: 2017865-2022-13363. It was reported that the patient's pacemaker had migrated. The patient presented for a pocket revision procedure. Prior to the procedure, the atrial lead exhibited noise leading to over-sensing. During the procedure, an insulation breach was noted via visual examination. The lead was capped and replaced on (B)(6) 2022. The pocket was revised. There were no patient consequences.